Manufacturer narrative:
All batches are released according to the required specifications and all initial testing results are within specification. Information of batch records compounding and filling : no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. No complaint sample was returned. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. (B)(4).

Event description:
A customer reported that a couple of patients had been diagnosed with toxic anterior segment syndrome (tass) following a cataract extraction procedure. Additional information has been requested.